Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fridge door fell off. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had fallen off. A field service engineer checked in with the client, who confirmed there was no damage to the remote manager and mentioned that the device may be removed from the refrigerator at some point; however, it was confirmed that the call could be closed. The system functioned as intended after the field service engineer repaired the device.